Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: bubble detector is showing the presence of a bubble at all times when there is no bubble. Issue occurred during startup of device. No patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Field safety technician has been sent for investigation and found defective bubble detector (article no.: (B)(4)). The sensor has been returned (RMA - repair (B)(4)) for further investigation and repair. According to investigation report by em-tec: two abnormalities could be detected. First one: the mounted screws of the abs-inserts have the size of 9mm, not the standard size of 6mm. Result of the wrong size is that the inserts are not probable fixed. Second one: the connection cable is broken, caused by too high mechanical stress. Most probable root cause for using the wrong screws and too high mechanical stress on the connection cable is: user error. Thus the failure could not be confirmed. According to service order# (B)(4) the bubble detector has been replaced, directly in the field (at the hospital). The device has been tested, checks ok. According to service report by em-tec (order# (B)(4)) the returned sensor is also repairable. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).